Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found defective fuse. Replaced the isd power control pcb and restrapped transformer for 122 vac. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was an incomplete boot up of the 9900 system. It was stated that this has happened before. There was no report of patient injury.